Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and pop; concurrent procedures- cystoscopy and cystocele repair. It was reported that following insertion that the patient experienced urinary urgency and frequency, dyspareunia, pelvic and abdominal pain, vaginal bleeding and discharge, and an inability to completely void bladder leading to urinary tract and bladder infections. It was reported that the patient underwent supraumbilical hernia repair with bard composix e/x mesh on (B)(6) 2005. Patient underwent mesh revision on (B)(6)2007 due to pelvic pain and irritative voiding symptoms of uncertain etiology. It was also reported that the patient underwent release of hyper-suspended pubovaginal sling on (B)(6) 2011. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004, and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.